Event description:
Caller reported that a pump malfunction occurred after it got wet. There was no reported impact to the customer¿s blood glucose level as the specific value was unknown. Technical support decided to replace the pump, as it could not be reset, and instructed the caller on procedures for using and returning the pumps. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.